Event description:
The vasoview device was used for the endovein harvesting procedure during which time the cautery/grasping instrument was not functioning correctly and would not grasp the tissue as necessary. A new vasoview disposable set was opened and used without further problems.====================== manufacturer response for endoscopic vessel harvesting system, guidant vasoview 7xb======================manufacturer provided rga# for return evaluation.